Manufacturer narrative:
Final device analysis reveals both b+ battery bond wires are broken. Findings from laboratory functional testing shows power on reset (por) was detected when pressure was applied to the can. Results of destructive analysis and visual inspection under a microscope show broken bond wires connecting the battery to the hybrid circuit, which caused the por to occur. The epoxy bond is broken between the hybrid circuit and both battery terminals. The broken epoxy bond indicates relative hybrid-to-battery movement, which led to mechanical stressing of the battery wire bonds. Summary investigation: product evaluation of the ins found the wire bonds were broken between the hybrid circuit and both battery terminals internal to the device. Analysis results confirm the reason for device return.

Event description:
The report indicated the device was explanted in 2006 because the product had reset to factory settings (power on reset). The unit was retrieved after approximately 40 months implant duration. The device had been placed in 2002. Additional information was obtained from the hcp by the representative. Review of the patient's history shows the patient underwent several surgeries and had been exposed to MRI subsequent to product implant in 2002. The hcp stated that the loss of stimulation could be attributed to the surgical procedures or to electromagnetic interference during MRI exam. The device was replaced in 2006 with no patient complication reported.